Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1000.0 mcg/ml fentanyl at minimum rate (6.1 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had increased pain. The clinic was going to do an adjustment, but found the safe state mode and low battery when they interrogated the pump with a programmer. The date of the safe state was (B)(6) 2016. The pump was set to minimum rate and the patient was prescribed oral medication for pain. The issue was unresolved. No surgical intervention had occurred, however it was planned. The patient was noted to be "alive - no injury".

Event description:
Additional information was received from a healthcare professional (hcp) that clarified the patient information for a previously unknown pump. Information had been previously received from a consumer regarding a previously unknown patient. Consumer stated that her healthcare provider (hcp) told her that this patient's pump had gone bad and out in the last three months. No other information is known at this time. This information was previously reported in the manufacturing report as follows: 3007566237-2016-03449.

Manufacturer narrative:
Analysis of the pump found that the battery had high resistance. (B)(4).

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2016. The device was returned for analysis on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.